Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 01/27/2012 and 02/09/2012 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgical technician reported two pts with endophthalmitis following intraocular lens (iol) implant surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second pt.